Manufacturer narrative:
The biomedical engineer (bme) reported experiencing reoccurring comm loss errors at the central nurse station (cns) with this multiple patient receiver (org). Rebooting the org was not resolving the communication loss and there were no error lights. Technical support (ts) had the bme check the physical network connections for the org, reboot the switch the org was on and try a known working switch, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 02/03/2026 emailed the bme for all information in the ni list above: the bme replied, but only asked a question. Attempt # 2: 02/03/2026 emailed the bme via microsoft outlook for all information in the ni list above: the bme replied, but could only confirm the cns. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model #: cns-2101a serial #: (B)(6). Device manufacturer data: 02/06/2024 (feb) unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Zm transmitters model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: .

Event description:
The biomedical engineer (bme) reported experiencing reoccurring comm loss errors at the central nurse station (cns) with this multiple patient receiver (org). Rebooting the org was not resolving the communication loss and there were no error lights. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported experiencing reoccurring comm loss errors at the central nurse station (cns) with this multiple patient receiver (org). Rebooting the org was not resolving the communication loss and there were no error lights. Technical support (ts) had the bme check the physical network connections for the org, reboot the switch the org was on and try a known working switch, but the issue persisted. No patient harm was reported. Investigation summary: the complaint device was returned to nihon kohden for evaluation and repair. During evaluation, the reported issue was duplicated. The unit had a sram crc32 error message and was boot lopping, which would have given a "comm loss" error at the cns. The cause of the issue was determined to be fault in the ur-3981 cpu board. After replacement of the malfunctioning component, the device performed to manufacturer's specifications. A review of the device's complaint history by serial number reveals no similar issues. The cpu board failure may have been related to age or wear and tear, as the unit had been installed at the customer facility since april 2015. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 02/03/2026 emailed the bme for all information in the ni list above: the bme replied, but only asked a question. Attempt # 2: 02/03/2026 emailed the bme via microsoft outlook for all information in the ni list above: the bme replied, but could only confirm the cns. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model #: cns-2101a, serial #: (B)(6), device manufacturer data: 02/06/2024 (feb), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Zm transmitters model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported experiencing reoccurring comm loss errors at the central nurse station (cns) with this multiple patient receiver (org). Rebooting the org was not resolving the communication loss and there were no error lights. No patient harm was reported.